Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred and motor shutdown when a technician was servicing. There was no harm or injury reported. The device was not in patient use. Philips is currently investigating this complaint. The device has been received and is currently at the third-party service center, but the evaluation has not yet begun. A supplemental report will be submitted when the manufacturer has received the evaluation of the device.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative alarm occurred and motor shutdown when a technician was servicing. There was no harm or injury reported. The device was not in patient use. Philips is currently investigating this complaint. The device has been received and is currently at the third-party service center, but the evaluation has not yet begun. A supplemental report will be submitted when the manufacturer has received the evaluation of the device. During the evaluation of the device at a third-party service center the customer's complaint was not reproduced. No error was recorded in the event log for the complaint. Additionally, not related to the issue the air inlet foam filter is missing and was replaced. H3 other text : evaluated by third-party service center.